Event description:
On (B)(6) 2010, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography scan revealed a type ii endoleak originating from the inferior mesenteric artery (ima), and a possible proximal type I endoleak. The physician noted the presence of calcium and thrombus in the infrarenal neck, and indicated these factors may have compromised device apposition to the vessel wall. On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the possible type I endoleak. A final angiographic run showed no evidence of a type I endoleak. The pt tolerated the procedure. The physician has chosen to take a wait-and-watch approach in regard to the type ii endoleak.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Imaging evaluation findings fro CT scan dated (B)(6) 2013: there appeared to be contrast outside of the device at the level of the ima on the arterial phase and the delay phase. The ima appeared to be patent. Wall apposition at the proximal end of the device could not be confirmed with available images. Could not confirm aneurismal growth only one set of available images. Endoleak of unk origin. According to the gore excluder aaa endoprosthesis instruction for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risk and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.